Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The patient was treated with long and short acting insulin/manual injections. The patient does feel okay to troubleshoot. The customer was unable to complete troubleshoot as she was on her way to healthcare provider to discuss high blood glucose. The customer was advised to ask for a hemostat and call helpline to run high pressure test and confirm the insulin pump is working as designed.